Manufacturer narrative:
Pump was investigated by distributor as follows: analysis of the pump history log shows that the pump performed as programmed by the user. A visual inspection and functional test of the pump, in accordance with the nutricia full service test procedure, was carried out. The delivered volumes for each test were within the required specification. There were no visual faults evident and all function tests performed within the manufacturer's specification.

Event description:
Distributor alleged they received a complaint regarding a (B)(6) woman who had been diagnosed with motor neuron disease in (B)(6) 2010. The disease caused her to have severe limitation of movement and was fed via a peg tube because difficulty swallowing. She was admitted to (B)(6) with aspiration pneumonia, which developed a result of vomiting, because a district nurse had inadvertently increased the peg feeding rate. Her medication at the time of admission were fluoxetine, domperidone, omeprazole, paracetamol, riluzole and glycopyrronium. Following admission to (B)(6), she was treated with intravenous antibiotics. There was improvement and she was transferred to the respiratory ward on (B)(6) 2012. She was switched to oral antibiotics on (B)(6) 2012. On (B)(6) 2012, she had deteriorated and showed an increased heart and respiratory rate. Arterial blood gasses showed a compensated respiratory acidosis. IV antibiotics were recommenced and she was also commenced on heparin in case she had developed a pulmonary embolus. However her condition deteriorated rapidly and she died.